Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia/ menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and epigastric pain. Concurrent conditions included hypothyroidism and rheumatoid arthritis. Concomitant products included hydroxychloroquine, levothyroxine and lorazepam (ativan). On (B)(6)2014, the patient had essure inserted. In (B)(6)2014, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2017, the patient experienced cystitis ("infection ¿ bladder / urinary") and urinary tract infection ("infection ¿ bladder / urinary/ uti"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("lower back area pain"), alopecia ("hair loss"), dysmenorrhoea ("dysmenorrhea"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the menorrhagia, genital haemorrhage, back pain, fatigue, alopecia, cystitis, urinary tract infection, vaginal discharge, weight increased, pelvic pain, abdominal pain, bladder disorder, urinary tract disorder and headache had resolved, the vaginal haemorrhage and migraine outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, alopecia, back pain, bladder disorder, cystitis, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 185 lbs. 4 coils visualized on right, 3 coils visualized on left the plaintiff received treatment for pelvic pain, abdominal pain, genital haemorrhage , menorrhagia, vaginal discharge, bladder disorder, urinary tract disorder, urinary tract infection, cystitis diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 77.11 kgs. Hysterosalpingogram - on (B)(6)2014: result: bilateral occlusion; on (B)(6)2014: total bilateral occlusion. Both tubes appear occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hair loss, fatigue, headache, vaginal discharge, pain in her back, menorrhagia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2019: plaintiff fact sheet received : events added- pelvic pain, abdominal pain, genital haemorrhage, bladder disorder, urinary tract disorder, headache. Event outcomes updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abdominal pain and epigastric pain. Concurrent conditions included hypothyroidism and rheumatoid arthritis. Concomitant medical products included hydroxychloroquine, levothyroxine and lorazepam (ativan). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced fatigue ("fatigue") and migraine ("migraines / headaches"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced cystitis ("infection ¿ bladder / urinary") and urinary tract infection ("infection ¿ bladder / urinary"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), back pain ("lower back area pain"), alopecia ("hair loss") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, alopecia, cystitis, urinary tract infection, migraine, vaginal discharge and weight increased outcome was unknown, the back pain had resolved and the fatigue and dysmenorrhoea was resolving. The reporter considered alopecia, back pain, cystitis, dysmenorrhoea, fatigue, menorrhagia, migraine, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: (B)(6) lbs. 4 coils visualized on right, 3 coils visualized on left. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Both tubes appear occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : hair loss, fatigue, headache, vaginal discharge, pain in her back, menorrhagia . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and mr received. Reporter information, medical history and concomitant drug added. This case become incident. Previously reported event injury to herself were updated to abnormal bleeding (vaginal), menorrhagia, fatigue, hair loss, infection ¿ bladder / urinary, migraines / headaches, vaginal discharge, weight gain, lower back area pain, dysmenorrhea added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.